Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737 version: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that after an image acquisition with an imaging system, the navigation system received a ¿low performance¿ message. A manufacturer representative who was present performed a hard reboot of the system because the monitors became unresponsive, the touch screen quit functioning, and shutdown or log out could not be clicked with the mouse. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.